Event description:
A pacemaker and its two sorin leads were implanted on (B)(6) 2016. Reportedly, pacemaker check was performed after implantation. However, when searching by serial number, no patient file was found recorded in the programmer for the subject pacemaker.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
A pacemaker and its two sorin leads were implanted on (B)(6) 2016. Reportedly, pacemaker check was performed after implantation. However, when searching by serial number, no patient file was found recorded in the programmer for the subject pacemaker.

Manufacturer narrative:
UDI: (B)(4).

Event description:
A pacemaker and its two sorin leads were implanted on (B)(6) 2016. Reportedly, pacemaker check was performed after implantation. However, when searching by serial number, no patient file was found recorded in the programmer for the subject pacemaker.